Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the reported event was caused by followings; aging, poor contact of electrical contacts on video connector. If additional information becomes available, this report will be supplemented.

Event description:
During a laryngoscopy, the endoscopic image was flashing. The procedure was discontinued. There was no report of patient injury associated with this event.